Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. The patient was using a beta bionics insulin pump at the time of the event. On (B)(6) 2025, the sensor was reported to be inaccurate, though no symptoms or specific bg or cgm values were provided for that date. On 07/26/2025, while out walking with her husband and dog, the patient began experiencing dizziness and sweating. Her cgm displayed a reading of 160 mg/dl, and she became unable to stand. Upon returning home, she ate and took a nap. No bg fingerstick values were recorded at that time. Later, her husband and son were unable to wake her, and her son observed foaming at the mouth. He called emergency services. Upon arrival, paramedics measured her bg at 35 mg/dl via fingerstick. They were unable to retrieve cgm data at the scene. The patient was transported to the emergency room at 1:00 am on (B)(6) 2025, where she was treated with glucose and IV fluids to stabilize her condition. No hospital bgm values were provided. The patient was discharged on (B)(6) 2025, and at the time of the report, she felt weak and planned to continue recovering at home. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator on (B)(6) 2025. There was not a complete set of reported glucose values available to search within the parkes error grid calculator on 07/26/2025. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 codes: health effect - clinical code problem code: e0122 movement disorder / code not available. H6 codes: health effect - clinical code problem code : correction to disregard 4581 appropriate term/code not available.